Manufacturer narrative:
The investigation was completed with the following results. The detailed log file analysis revealed that the system message ¿co2 module calibration¿ was displayed to the user. Following this event, the system underwent a hard power off for an unknown reason. After the system was powered up, a message regarding a sw update was displayed, which was deferred successfully. Directly after another message was displayed: "the system has lost communication with the hemobox. Check the ethernet connections between the control room and the hemobox. If problem persists, please contact service." Then the system has been shut down. The onsite service intervention by a local siemens service engineer showed no deficiencies, despite a disconnected ¿rtc display¿ cable, which was not related to communicated effect. It was confirmed that the sw update could be postponed by selecting an install later. Unfortunately, no cause could be determined retrospectively. A possible general error that would require corrective measures of the installed base could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported issue. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the sensis vibe hemo system. During an emergency patient procedure, a message about a software update appeared on the screen and could not be closed by the user. The patient had to be relocated to an alternative system to complete the procedure. We have no indications of any adverse effects on the health status of the involved patient.